Event description:
Customer reported experiencing leakage at the cassette during usage. Several instances were reported. However, there were no details regarding individual circumstances or pts. As a result of the laboratory investigation, the leakage was found to be related to split film at the inlet valve of the cassette. No further info is available.